Event description:
Additional information received reported that the procedure was completed by replacing the ped2-500-25 stent. The pipeline had not been placed in a vessel bend when it failed to open. The healthcare provider tried to retrieve and re-deploy it, pulled it back to the end of the internal carotid artery, and performed in situ deployment, but the distal end could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline flex shield pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the tip coil was in good condition. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the pipeline flex shield pushwire was returned without the braid. No damage was noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, the customer reported normal vessel tortuosity, and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid could not be ruled out as a potential cause. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open normally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c7 segment with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed blood flow in the aneurysm was reduced, and the main blood vessel and branch were unobstructed. It was reported that the ped2-500-20 stent was delivered in place. After the distal end was pushed out at the straight part of the m1 segment of the middle cerebral artery, it failed to open normally. The distal end of the stent was observed to be abnormal in shape under x-ray, and it was suspected that the distal end might be damaged. After it was taken out, it was observed in vitro that the braided wire at the distal end of the stent had come apart and was arranged in a disorderly and irregular manner. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.